Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the insulation damaged at 6.5 and 15 cm from the connector end, the suture sleeve cut, and the proximal coil off-set at 24 cm. The damages found are consistent with those occurring at time of implant/explant. The electrical continuity of the lead was normal.

Event description:
It was reported that the patient experienced pain with pacing since implant. When inspected by the physician, the atrial lead insulation was not intact on the lead in the pocket area. The physician stated that she may have damaged the insulation during implant, which could cause the patient's discomfort. The lead was explanted and replaced.